Manufacturer narrative:
Unique identifier (UDI) # - ni. Medical product ¿ bi-metric/x porous stem catalog#: x11-180313 lot #: 457550, ti low profile screw catalog# 103535, lot#: unknown, unknown liner. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, (elevated metal ion levels have been reported with metal-on-metal articulating surfaces).

Event description:
Legal counsel for patient who underwent a total hip arthroplasty reported patient allegations of elevated metal ion levels. No revision has been reported to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 12-131004, m2a-rloc lnr std sz 24/28mm, 790300; 135256, vision ringloc shell 56mm sz24, 813890. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.